Manufacturer narrative:
The insulin pump unit passed displacement test, rewind and basic occlusion test. There was no motor error alarm noted. The pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor passed motor test. The pump had a cracked reservoir tube and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, damage, and no delivery alarm. The blood glucose at the time of the incident was 143 mg/dl. . The customer performed troubleshooting for the no delivery alarm and was not able to complete the troubleshooting. The customer stated there was a motor position encoder error that occurred once on the pump. The customer state the insulin pump had cracks near the esc and reservoir. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. The device will be returned for analysis.